Event description:
It was reported that pump displayed malfunction code 13 with fault ID 13-0x2140 and could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it using pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.